Event description:
Taxus express2 clinical study. Same case as 2134265-2009-01498. Same pt as 2134265-2009-01542 & 2134265-2009-01543. It was reported that 168 days after a coronary artery stenting procedure, the pt experienced in-stent restenosis. The lesion being treated was a 3.50x15mm 99% stenosed portion of the proximal right coronary artery (prox rca). The physician treated the lesion with pre-dilatation using a 2.5x12mm balloon at maximum 14 atm. The physician then successfully placed two taxus express2 (2.5x20mm and 3.5x20mm) study stents at maximum each 12 atm. Post-dilatation was performed with another balloon. Post-ivus was performed. The stents were successfully positioned and expanded. There was no gap. Post-procedural visual eval revealed 25% diameter stenosis. The pt was discharged 2 days later on plavix and aspirin. At 168 days after the index procedure, 75% in-stent restenosis was confirmed. Pci was performed and an unspecified type balloon. Post treatment the stenosis was 25%.

Manufacturer narrative:
The manufacturing records for this batch were reviewed to confirm that no issues or discrepancies that occurred during production of this batch that could contribute to the reported event. The record review indicates the device met all material, assembly, and performance specifications prior to shipment. The complaint device was not returned to bsc for analysis, therefore it was not possible to determine a definitive cause of the reported stent restenosis; however, the root cause will be documented as anticipated procedural complication.